Event description:
It was reported the noise resulting in oversensing and automatic mode switch was observed on the atrial lead. The noise was unable to be reproduced. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.